Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported the patient's leads had migrated due to her falling. As a result, the patient underwent surgical intervention on (B)(6) 2014. One of the existing leads and an additional lead were used and showed an invalid contact. Adequate coverage/stimulation was recaptured post-op.